Manufacturer narrative:
Currently, is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 258 mg/dl. It was also stated that the insulin pump gave several no delivery alarms prior to the event. Troubleshooting was performed and the insulin pump passed the prime test and the programming was correct. The tubing clamp was not available to perform the high pressure test.